Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) old female pt to report that the pt's monitor was displaying service codes 202 and 107. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service codes 107 and 202) has been completed. Upon eval, the unit generated service code 107 which locked the monitor. The cause for the service codes cannot be positively identified, but was likely the result of corrupt software database. The programmable logic device (pld) and flash were reprogrammed and the unit powered up properly. The cause for the pld and flash errors cannot be positively determined. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.